Manufacturer narrative:
The information in this file has been determined to be a duplicate of the event reported in mw# 2210968-2011-01848. Therefore, this complaint file will be voided. Please void mw # 2210968-2011-01846.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit damaged two hand pieces.

Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.